Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet system, with a lowest blood glucose of 58 mg/dl and values remaining below target for a couple of hours; the patient had recently reset the device, disconnected during the event, and reported perceived lows after meal announcements when selecting ¿usual meal,¿ compared with prior use of ¿less than meal.¿ symptoms included feeling unwell and prolonged recovery from lows. Outcomes included self-management without professional medical intervention or hospitalization. Investigation included complaint review, user interview, and product-use assessment. Investigation of this case revealed that the device was functioning as designed at the time of the report and that user-meal announcement strategy and timing relative to mixed meals may have contributed to hypoglycemia. It was concluded that the event was consistent with user-related factors with cause not conclusively determined and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.